Event description:
Per the clinic, the patient experienced an extrusion of the actuator and coil, and an infection at the incision site. The device was explanted on (B)(6) 2020, and the patient has been reimplanted with a new device.